Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that her blood glucose was running high due to her back up insulin pump not being programmed. The blood glucose reading was 581 mg/dl. The customer was assisted with programming and delivered a bolus to treat.